Manufacturer narrative:
The insulin pump had external flash error alarm during 24 hours monitoring, problem isolated on board. No unexpected check setting alarm noted during testing. However, the insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test were normal. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received an external flash error alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.